Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer's device and was unable to verify or duplicate the reported issue. However, physio found the device would only power on using dc power. Physio will replace the device's power module and system board to resolve the reported issue and return the device to the customer for use. Root cause of the issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off while pacing a patient. The customer was able to use another device and there was no adverse impact reported.

Manufacturer narrative:
Physio-control further evaluated the removed power module and determined that the cause of the reported issue was due to a faulty eos.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off while pacing a patient. The customer was able to use another device and there was no adverse impact reported.